Event description:
The jetstream g2 catheter was used to treat a moderately calcified 7cm in-stent restenosis (isr) lesion in the distal sfa. During the procedure, it became difficult to remove the device from the guidewire. The device and wire were withdrawn from the patient as one unit. Upon removal, the physician noticed approx .5cm of the tip of the wire was missing. An angiogram was performed and the small piece of wire was observed lodged in the foot. However, there was good outflow, and the physician elected not to try and retrieve the piece of wire.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation. As the device was not returned for analysis, pathway was not able to determine the root cause of the difficulty removing the device from the guidewire or the wire break. In-stent restenosis patients are listed as a special patient population (i.e., the safety and effectiveness of the jetstream g2 system has not been established in this group of patients) in the IFU.